Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: during investigation, the pump powered on to the "verify" screen. A review of the pump history showed two occurrences of auto off had occurred at 12 hour intervals from the last bolus. During evaluation, the pump case was removed and there was no evidence of moisture contamination found inside pump. The issue of auto off was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump gave the auto-off alarm more frequently than the user expected, and despite the patient touching the pump keypad. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.